Event description:
It was reported a lead revision was performed on this right ventricular lead due to experiencing dislodgements and exhibiting loss of capture. The lead was repositioned and remains in service. No further adverse patient effects were reported.